Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far-field p-wave oversensing was seen on non-sustained lead noise episode stored egms. Low sensing, decreased pacing lead impedance and intermittent capture were also noted. Lead dislodgement was suspected. Lead was capped and replaced.